Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported that they received a notification regarding incorrect low glucose readings with adc device. The customer did not state that they noted any issues or deviations with their device, nor did they report of an adverse event or third-party intervention related to their device. Adc customer service successfully contacted the customer who provided additional information regarding the affected devices. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.